Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the caller stated they didn't think the therapy was working, reporting urgency problems and they were wet at the time of the call. The patient did not feel stimulation and was unable to connect to the implantable neurostimulator (ins). They were stuck on the sync screen, could not move past it, and were using the antenna. The patient did not want to use the patient programmer (pp) without the antenna because they were wet and denied having dropped or gotten the pp wet. The patient tried new batteries and they had gotten it to work. The change in therapy/symptoms was reported to have been sudden in nature. The caller reported an unrelated hernia surgery and mentioned their therapy was working after surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported the ins was working since putting new batteries in the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.